Event description:
Pca syringe pump was programmed for hydromorphone (dilaudid) infusion using incorrect 0.2 mg/ml concentration value instead of 1.0 mg/ml. Patient received 5x intended dose and was unresponsive until revived by code team.staff error was the primary reason for the incorrect dosage. The pump was in routine usage when an unfamiliar "system code" alarm occurred. This required staff to turn the pump off and reprogram it. Some confusion occurred in restarting, and it required at least a few off/on cycles before the staff was able to begin reprogramming. During reprogramming is when the error was made. Baxter's technicians confirmed our report of the "984" error code recorded in the pump's electronic history file. They replaced some worn mechanical components of the pump's pole clamp assembly. All other tests gave results within acceptable calibration limits.